Event description:
Device 2 of 2. Ref MFR report#: 1627487-2013-05203. On (B)(6) 2013, the pt underwent a permanent implant procedure. After two hrs of intra-op programming, the pt remained unable to receive stimulation where needed. As a result, both leads were removed and the procedure was aborted. The leads will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.